Event description:
It was reported that electrogram (egm) review identified an isolated ventricular event with noise and oversensing which resulted in a possible 3.5 seconds pause in pacing. No other evidence of noise was noted. Presenting egm showed appropriate function, atrial fibrillation (af) with ventricular pacing. An alert had been generated for atrial arrhythmia burden (aab) of at least 24.0 hours in a 24 hour period. Lead measurements are satisfactory and remaining device longevity is 10.5 years. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.